Manufacturer narrative:
The returned device consisted of an omega bare element monorail stent delivery system. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The third row from the proximal end of stent had one strut stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the 90% stenosed, 3.0x15 mm target lesion located in the mildly tortuous and severely calcified distal right coronary artery (rca). Two wires were placed and pre-dilation was performed with an unspecified maverick balloon. The physician then advanced a 3.0x16 mm omega stent to the lesion which required a lot of force, but was unable to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the 90% stenosed, 3.0x15mm target lesion located in the mildly tortuous and severely calcified distal right coronary artery (rca). Two wires were placed and pre-dilation was performed with an unspecified maverick balloon. The physician then advanced a 3.0x16mm omega stent to the lesion which required a lot of force, but was unable to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).